Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high compared to the doctor's meter. The pt obtained results of 489 mg/dl on the reported meter at 4:00 pm. The pt had no symptoms of high or low blood glucose level at the time of concern. At 4:30 pm, the pt obtained a result of 410 mg/dl on the reported meter compared to a result of 258 mg/dl obtained on the doctor's meter. The pt retested and obtained a result of 321 mg/dl on the reported meter compared to the doctor's meter result of 320 mg/dl. The pt received treatment with insulin; the insulin type and dose were not provided. The customer service agent (csa) discovered that the test strips were damaged. The meter, test strips, and control solution were replaced.